Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 5165856.

Event description:
It was reported that the patient was experiencing a change in stimulation coverage as a result of high lead impedances. The patient underwent a lead replacement procedure and was reprogrammed and doing well post-operatively. The explanted leads were discarded.